Event description:
Affiliate reported that the dr. Noticed the valve was broken intra-operatively. It appears that the doctor did not have a back up therefore the doctor implanted a shunt system without a pressure control mechanism. It was also reported that there has been no adverse consequences to the pt and the surgery was not delayed.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.